Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the empty pump was determined to be that the patient moved and was using a home infusion company. The patient's weight at the time of the event was unknown, it was unknown what was in the pump when it ran dry and it was unknown what the empty pump was first noticed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient informed the caller that there was no drug in the pump and that the pump was empty. The patient had moved and therefore had no managing hcp, but was waiting on a doctor to have the pump explanted. The date of the empty pump was not reported. No patient symptoms were reported. No further complications were reported.